Event description:
Same case as #1527460-2010-00124. The complainant reported an under-delivery. The intended amount was 500ml to be delivered over a period of 8 hours; however, the actual amount delivered was 320ml.

Manufacturer narrative:
(B) (4): (B) (4). (B) (4)